Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. It was reported that the patient was readmitted for aortic regurgitation from (B)(6) 2017 through (B)(6) 2017. An aortic valvoplasty was performed. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas). The heartmate ii lvas IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 23may2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for aortic regurgitation on (B)(6) 2017. The patient underwent aortic valvuloplasty and was discharged on (B)(6) 2017.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.